Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead product ID a521 serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was noted that the patients trial started on (B)(6)2024. It was reported that patient mentioned that half of the lead seems pulled; they can feel that it is pulling and hanging. Additionally, she is experiencing a communication error ¿my therapy is unable to communicate with the external neurostimulator¿ and is unable to access the my therapy app.